Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery (dhp), while introducing the universal drill guide, the end of the device broke. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation shows that the instrument broke off at the welded joint. The measurable dimensions were found to be in compliance with the technical specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery, which has led to the break welded joint. No product fault could be detected.